Manufacturer narrative:
There is no evidence of a device malfunction. The operator decided not to attempt rinseback of the patient's blood. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding troubleshooting. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A low blood flow rate was used during a routine hemodialysis treatment. The operator reported possible clotting of the circuit. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.